Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china leaked. The following information was provided by the initial reporter: "the syringe sucked the liquid medicine and found it was leakage, and replaced it in time."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1902163. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one picture sample was received for evaluation by our quality engineer team. Through examination of the picture, the reported defect could not be identified. For further investigation, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were evaluated and no signs of leakage were observed. Based on the investigation results, a manufacturing related cause could not be determined for this incident.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 5 ml 22 ga 1-1/4 in bd (B)(4) leaked. The following information was provided by the initial reporter: "the syringe sucked the liquid medicine and found it was leakage, and replaced it in time."